Manufacturer narrative:
The investigation for limb ischemia has been completed. The impella device was not returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
A.5 race is unknown. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured right lower limb ischemia with a "probable" relationship to the impella cp device used: ¿approximately 1 hour after return from cath lab for 2nd impella placement, rn noted loss of pedal pulses and cool, mottled right leg. Surgery was consulted, and determined that the subject was too unstable for arteriogram to find exact cause of ischemia. Vascular surgeon unsure if the ischemia was caused by impella device or femoral artery injury.¿ it was reported that the patient/event has not recovered/not resolved. The patient expired after 14.72 hours of impella support. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there is not enough evidence to exclude the impella as an associated factor in the patient's (death) outcome.